Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/24/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation, but was cut in two pieces that could be related to the explant process. Due to the condition of the returned lens, no further investigation was performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Unknown, an exact date was not provided. The best estimate is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that tecnis symfony toric lens (model # zxr00 18.0 diopter) was implanted on (B)(6) 2017 in the right eye of a (B)(6) male patient. Reportedly,the lens was explanted in a secondary surgical procedure on (B)(6) 2017, because of unexpected post-op refraction. No incision enlargement was reported. Another toric lens with the same model, a smaller diopter (15.5) was implanted as a replacement. The patient was reported as recovered. No further information was provided.